Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. A previous investigation is applicable to this complaint. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that his peristomal skin is red, open and weepy under the mass and tape collar after an average wear time of 1-3.5 days. He reported that over the past year, which seemed to be spreading, extending outward from the stoma base. He reported that he saw his urologist who diagnosed a possible allergic contact dermatitis and prescribed topical nystop powder for the peristomal skin, which according to the user, was applied inconsistently with little improvement to the skin noted. The end user was encouraged to follow-up with a healthcare professional if concerns persisted or worsened.